Event description:
Bayer case number: (B)(4). Abdominal pain [abdominal pain]. Otorhinolaryngology problems including dry mouth [dry mouth]. Fissured, geographic tongue [fissured tongue]. Tongue constantly burns [burn of tongue]. Dental problems, unexplained pain [tooth pain]. Loosening of teeth [loose tooth]. Dermatological problem [skin disorder]. Regular muscle and joint pain [arthromyalgia]. Sight disorders [visual disturbance]. Dryness of eyes [dryness of eyes]. Mucus stools [mucus stools]. Sleep disorder [sleep disorder]. Daytime sleepiness [daytime sleepiness]. Severe migraine [migraine]. Tinnitus [tinnitus]. Impaired concentration [concentration impaired]. Loss of memory [loss of memory]. Confusion [confusion]. Sick leave [sick leave]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 28-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 53 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2024, 2864 days after essure insertion, she experienced abdominal pain (seriousness criterion medically important), dry mouth ("otorhinolaryngology problems including dry mouth"), plicated tongue ("fissured, geographic tongue"), burn oral cavity ("tongue constantly burns"), toothache ("dental problems, unexplained pain"), loose tooth ("loosening of teeth"), skin disorder ("dermatological problem"), arthralgia ("regular muscle and joint pain"), visual impairment ("sight disorders"), dry eye ("dryness of eyes"), mucous stools ("mucus stools"), sleep disorder ("sleep disorder"), somnolence ("daytime sleepiness"), migraine ("severe migraine"), tinnitus ("tinnitus"), disturbance in attention ("impaired concentration"), amnesia ("loss of memory") and confusional state ("confusion"). On unknown date she experienced sick leave ("sick leave"). The patient was treated with antidepressants (unknown). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to dry mouth, plicated tongue, burn oral cavity, toothache, loose tooth, skin disorder, arthralgia, visual impairment, dry eye, mucous stools, abdominal pain, sleep disorder, somnolence, migraine, tinnitus, disturbance in attention, amnesia, confusional state or sick leave. The reporter commented: patient¿s current status: the implants are scheduled for removal within 4 months. I¿m waiting for the secretary¿s phone call to find out the date of the procedure. I¿ve been taking antidepressants since the end of december; I¿ve been having very dark thoughts about myself... I¿m suffering every day, and it is becoming very difficult to properly perform my job as a secretary under good conditions! I had to agree to take sick leave, and despite the severity of my symptoms, I¿ve had great difficulty returning to work. But I don¿t think I can keep up this weekly pace and 45-hour weeks! Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain], otorhinolaryngology problems including dry mouth [dry mouth], fissured, geographic tongue [fissured tongue], tongue constantly burns [burn of tongue], dental problems, unexplained pain [tooth pain], loosening of teeth [loose tooth], dermatological problem [skin disorder], regular muscle and joint pain [arthromyalgia], sight disorders [visual disturbance], dryness of eyes [dryness of eyes], mucus stools [mucus stools], sleep disorder [sleep disorder], daytime sleepiness [daytime sleepiness], severe migraine [migraine], tinnitus [tinnitus], impaired concentration [concentration impaired], loss of memory [loss of memory], confusion [confusion], sick leave [sick leave], glossodynia [glossodynia], severe fatigue [fatigue extreme], dizziness [dizziness], muscle pain [muscle pain], word-finding difficulties [word finding difficulty], eczema [eczema], metallic taste [taste metallic], gastro oesophageal reflux [gastrooesophageal reflux], gougerot sjogren syndrome [sjogren's syndrome], haemoptysis [haemoptysis], grade 2 chronic sialadenitis, a bacterial infection of the salivary glands [sialadenitis], tingling [tingling], burning sensation [burning sensation], nasal crusting [nasal crusting], asthenia [asthenia], vertigo [vertigo], oral pain [oral pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 28-may-2025. The most recent information was received on 24-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 53 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2024, 2864 days after essure insertion, she experienced abdominal pain (seriousness criteria hospitalisation and intervention required), dry mouth ("otorhinolaryngology problems including dry mouth"), plicated tongue ("fissured, geographic tongue"), burn oral cavity ("tongue constantly burns"), toothache ("dental problems, unexplained pain"), loose tooth ("loosening of teeth"), skin disorder ("dermatological problem"), arthralgia ("regular muscle and joint pain"), visual impairment ("sight disorders"), dry eye ("dryness of eyes"), mucous stools ("mucus stools"), sleep disorder ("sleep disorder"), somnolence ("daytime sleepiness"), migraine ("severe migraine"), tinnitus ("tinnitus"), disturbance in attention ("impaired concentration"), amnesia ("loss of memory") and confusional state ("confusion"). Essure was removed on (B)(6) 2025. On unknown date she experienced sick leave ("sick leave"), glossodynia ("glossodynia"), fatigue ("severe fatigue"), dizziness ("dizziness"), myalgia ("muscle pain "), aphasia ("word-finding difficulties"), eczema ("eczema"), dysgeusia ("metallic taste"), gastrooesophageal reflux disease ("gastro oesophageal reflux"), sjogren's syndrome ("gougerot sjogren syndrome"), haemoptysis ("haemoptysis"), sialoadenitis ("grade 2 chronic sialadenitis, a bacterial infection of the salivary glands"), paraesthesia ("tingling"), burning sensation ("burning sensation "), nasal crusting ("nasal crusting"), asthenia ("asthenia"), vertigo ("vertigo") and oral pain ("oral pain"). The patient was treated with antidepressants (unknown), pilocarpine, analgesics (unknown) and antiemetics and antinauseants (unknown) as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for abdominal pain, dry mouth, plicated tongue, burn oral cavity, toothache, loose tooth, skin disorder, arthralgia, visual impairment, dry eye, mucous stools, sleep disorder, somnolence, migraine, tinnitus, disturbance in attention, amnesia, confusional state, sick leave, glossodynia, fatigue, myalgia, eczema, dysgeusia, gastrooesophageal reflux disease, sjogren's syndrome, haemoptysis, sialoadenitis, paraesthesia, burning sensation, nasal crusting, asthenia, vertigo and oral pain were unknown. The reporter considered aphasia, asthenia, burning sensation, dizziness, dysgeusia, eczema, fatigue, gastrooesophageal reflux disease, glossodynia, haemoptysis, myalgia, nasal crusting, oral pain, paraesthesia, sialoadenitis, sjogren's syndrome and vertigo to be related to essure administration. No causality assessment was received for essure with regard to dry mouth, plicated tongue, burn oral cavity, toothache, loose tooth, skin disorder, arthralgia, visual impairment, dry eye, mucous stools, abdominal pain, sleep disorder, somnolence, migraine, tinnitus, disturbance in attention, amnesia, confusional state or sick leave. The reporter commented: patient¿s current status: the implants are scheduled for removal within 4 months. I¿m waiting for the secretary¿s phone call to find out the date of the procedure. I¿ve been taking antidepressants since the end of (B)(6); I¿ve been having very dark thoughts about myself... I¿m suffering every day, and it is becoming very difficult to properly perform my job as a secretary under good conditions! I had to agree to take sick leave, and despite the severity of my symptoms, I¿ve had great difficulty returning to work. But I don¿t think I can keep up this weekly pace and 45-hour weeks! Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. [Biopsy] on (B)(6) 2024: the doctor diagnosed grade 2 chronic sialadenitis, a bacterial infection of the salivary glands; on (B)(6) 2025: the doctor diagnosed grade 2 chronic sialadenitis, a bacterial infection of the salivary glands. Suffering from dry mouth [blood test] on (B)(6) 2025: revealed no abnormalities [computerised tomogram neck] on (B)(6) 2024: the doctor found no abnormalities [computerised tomogram thorax] on (B)(6) 2024: the doctor found no abnormalities [hair metal test] on (B)(6) 2025: the report revealed excessive exposure to barium and palladium [ultrasound scan] on (B)(6) 2025: the examination revealed no abnormalities. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2026: medical record received. New events sick leave, glossodynia, fatigue, dizziness, aphasia, metallic taste, gastroesophageal reflux, hemoptysis, sialadenitis, burning sensation, nasal crusting, vertigo, oral pain were added. Essure removal surgery & details updated. Additional reporter updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] , otorhinolaryngology problems including dry mouth [dry mouth] , fissured, geographic tongue [fissured tongue] , tongue constantly burns [burn of tongue] , dental problems, unexplained pain [tooth pain] , loosening of teeth [loose tooth] , dermatological problem [skin disorder] , regular muscle and joint pain [arthromyalgia] , sight disorders [visual disturbance] , dryness of eyes [dryness of eyes], mucus stools [mucus stools] , sleep disorder [sleep disorder] , daytime sleepiness [daytime sleepiness] , severe migraine [migraine] , tinnitus [tinnitus] , impaired concentration [concentration impaired], loss of memory [loss of memory] , confusion [confusion] , sick leave [sick leave]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 28-may-2025. The most recent information was received on 06-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 53-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2024, 2864 days after essure insertion, she experienced abdominal pain (seriousness criterion medically important), dry mouth ("otorhinolaryngology problems including dry mouth"), plicated tongue ("fissured, geographic tongue"), burn oral cavity ("tongue constantly burns"), toothache ("dental problems, unexplained pain"), loose tooth ("loosening of teeth"), skin disorder ("dermatological problem"), arthralgia ("regular muscle and joint pain"), visual impairment ("sight disorders"), dry eye ("dryness of eyes"), mucous stools ("mucus stools"), sleep disorder ("sleep disorder"), somnolence ("daytime sleepiness"), migraine ("severe migraine"), tinnitus ("tinnitus"), disturbance in attention ("impaired concentration"), amnesia ("loss of memory") and confusional state ("confusion"). On unknown date she experienced sick leave ("sick leave"). The patient was treated with antidepressants (unknown). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to dry mouth, plicated tongue, burn oral cavity, toothache, loose tooth, skin disorder, arthralgia, visual impairment, dry eye, mucous stools, abdominal pain, sleep disorder, somnolence, migraine, tinnitus, disturbance in attention, amnesia, confusional state or sick leave. The reporter commented: patient¿s current status: the implants are scheduled for removal within 4 months. I¿m waiting for the secretary¿s phone call to find out the date of the procedure. I¿ve been taking antidepressants since the end of (B)(6); I¿ve been having very dark thoughts about myself... I¿m suffering every day, and it is becoming very difficult to properly perform my job as a secretary under good conditions! I had to agree to take sick leave, and despite the severity of my symptoms, I¿ve had great difficulty returning to work. But I don¿t think I can keep up this weekly pace and 45-hour weeks! Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.